Event description:
It was reported that the plastic tip on the femoral ball impactor broke into two pieces upon impaction of the final implant. Reported event occurred during surgical use. Event is not associated with revision of exactech implants. Event led to a minimal surgical delay/prolongation. The patient did not experience any adverse events as a result of the delay/prolongation. Patient was last known to be in stable condition following the event. The product is available for return. Product returning: rg647551.289glen, femoral ball impactor, 0100103001, 70713001.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.